Event description:
During use of the device for a cardiopulmonary bypass procedure, when the gas flow rate was reduced to 0.3 l/min, the user observed that the gas delivery module displayed the message "calibrate 02 analyzer." The device continued to function, and the procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned (a replacement sensor was provided).